Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block after the insulin was delivered during hp test. Customer believes that the insulin pump was not delivering insulin properly. The customer current blood glucose value was 200 mg/dl. Customer stated mouth was getting dry and was feeling anxious. Customer had been using the insulin pump system within 48 hours of reported high bg event. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, however, damage was noted to the retainer ring. Unit passed dat test at 0.08730 inches. Unit successfully downloaded to thump and carelink. No unexpected insulin flow blocked alarms noted during testing, however, a no delivery alarm on 06/20/2022 23:56:45.000 during priming was present in the history/trace file. No under delivery anomalies noted during testing. Confirmed 34.8 units of normal bolus was delivered on event date 20-jun-2022 between 00:55:41.000 and 06/20/2022 23:50:25.000. No unexpected insulin flow blocked alarms noted during testing, however, a no delivery alarm on 09/28/2021 00:02:58.000 during bolus was present in the history/trace file. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on pcb1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked case - corner of belt clip rails. Unable to verify high bgs. Allegations for insulin flow blocked alarm was not confirmed and no unexpected insulin flow blocked alarms noted during testing. Pump passed functional testing and no under delivery anomalies noted during testing. However, moisture damage was present on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.